Event description:
It was reported that the patient was having difficulty charging and underwent an implantable pulse generator (ipg) replacement.

Event description:
It was reported that the patient was having difficulty charging and underwent an implantable pulse generator (ipg) replacement.

Manufacturer narrative:
The returned ipg sc-1200 ((B)(6)) was analyzed, passed all tests performed, and exhibited normal device characteristics.